Manufacturer narrative:
We have now concluded our investigation into this complaint. No complaint sample was available for assessment. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. As part of the investigation, the test results for adhesion to steel for this lot were assessed and found to be within specification. The investigation result does not find any fault in the manufacturing process so no action is required at present. Once the sample received, an assessment may take place to make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the adhesive against the skin is not as sticky and doesn¿t stay put. No affectation to the patient.